Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubies was ejecting and drawers were not populating. As per part investigation, it was determined that pcba drawer controller mini exhibited a broken connector pin, the assembly retractor band showed broken hinges and pronounced bends in both metal arms, and the pcba pmc pyxis mini presented thermal damage on integrated unit u501. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the cubies ejecting and drawers not populating via cubie admin was confirmed during fse (field service engineer) testing. According to work order 02148098, the fse observed that the row trays needed to be replaced. Fse installed, rebuild and configured drawer 13 and 14. The repair was tested remotely by the help desk. The original reported issue was resolved in another work order (02188549) for the replacement of the row trays. However, fse repaired drawers 13 and 14 as part of the reported incidents and affected parts were received for dchu evaluation. The laboratory inspection confirmed that there was thermal damage in the integrated unit u501 of the pcba pmc pyxis mini. In the case of the pcba dwr cntlr mini the pin connector was broken, and both assemblies retractor drawers had broken hinges and noticeable bends over the retractor bands metallic arms. However, a complete and conclusive root cause analysis could not be performed because the row trays involved in the complaint were not replaced or shipped to the dchu laboratory for evaluation. No laboratory testing was conducted; the damage is physical in nature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the customer reported issues cubies ejecting and drawers not populating via cubie admin can be attributed to multiple hardware failures identified in the components received for evaluation. The pcba dwr cntlr mini exhibited a broken connector pin, the assembly retractor band showed broken hinges and pronounced bends in both metal arms, and the pcba pmc pyxis mini presented thermal damage on integrated unit u501. These conditions are consistent with failures that could contribute to the reported behavior. However, a complete and conclusive root cause analysis could not be performed because the row trays involved in the complaint were not replaced or shipped to the dchu laboratory for evaluation, limiting the ability to fully replicate or confirm the failure.